Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 19-jul-2017, fse arrived at the site to address the reported event. Fse replaced the bush wash seals due to signs of deterioration. Then, he primed the wash system five times, calibrated ft4 with lot 64 without any further issues. No further action was required by field service. The most probable cause of the reported event was due to a fault/ failure of the wash bush seals.

Event description:
On (B)(6) 2017, the customer reported that calibration was too low for ft4 with their a1a-900 analyzer. On (B)(6) 2017, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of bhcg, e2, fsh, and prl patient results. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.